Manufacturer narrative:
The referenced previously reported driveline compromise was reported under medwatch MFR report # 2916596-2014-01934 and 2916596-2015-01796. Approximate age of device ¿ 4 years, 3 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 4 years of support, the patient noticed pump stoppages during battery support, which was confirmed via the system controller log files. Due to previously known and reported driveline issues, the patient had been using a non-grounded patient cable at home for use with the power module. The patient was asymptomatic and was admitted to the hospital in stable condition. X-ray images reviewed by the manufacturer¿s technical services representative showed stretched and thinned areas of the driveline internal to the patient. The pump was subsequently exchanged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. The report of pump stoppages during battery support was confirmed based on the evaluation of the submitted system controller log file. Two pump stop events along with the expected low speed hazard and driveline disconnected events occurred on (B)(6) 2017 at 09:57 pm and 10:07 pm. An additional pump stop event occurred on (B)(6) 2017 at 03:07 am which lasted approximately 3 seconds. The events occurred while the system controller was connected to battery power. X-ray images were examined and showed potential areas of shield breakdown on the driveline internal to the patient. Although the events captured in the system controller log file and the x-ray images appear consistent with a potential driveline wire compromise, a device related issue could not be conclusively confirmed as the pump was not available to be returned to the manufacturer for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.